Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pcb had failed, which caused the alarm failure. The pump was repaired and returned to the customer.

Event description:
The initial reporter stated that the pump would not alarm no flow out while they were testing it. The initial reporter stated that there had been no impact to a patient because the issue was discovered during testing. (B)(4).